Event description:
It was reported by patient's representative that allegedly patient received osteonics components in 1995 which were implanted with an aml stem (non stryker); allegedly the stem loosened and required revision in 1997, but the acetabular components were not removed; allegedly patient required a second revision in 2003 for stem aseptic loosening at which time components were removed. It is alleged that the acetabular component experienced premature wear due to gamma in air sterilization.